Event description:
An occlusion alarm was reported along with multiple previous occlusion events, resulting in the customer's blood glucose level displaying a "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and resolved the occlusion alarms by changing pump supplies and resuming insulin. However, occlusion alarms continued and tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.